Event description:
It was reported that before a procedure the laser system displayed errors indicative of a system malfunction. The system was no longer able to be utilized to complete the procedure. There was no report of a patient injury; no further information was available.